Event description:
Pt had star total ankle replacement revised. The tibial component was replaced and re-sized to correct mal-alignment. The pt also had the sliding core mobile bearing exchanged while cleaning out the medial and lateral gutters.

Manufacturer narrative:
Additional revised component: star total ankle replacement sliding core mobile bearing: model #: 400-141, lot #: 0916100, expiration date: 06/01/2014, date of implantation: (B)(6) 2010, date of explantation: (B)(6) 2014; device manufacture date: 06/2009. Visual examination confirms scratches to surface of tibial component consistent with removal, and insignificant wear on sliding core mobile bearing. The DHR for both components show no anomalies. Review of the company's surgery report form indicates components we replaced to correct pt's mal-alignment.